Event description:
It was reported that the patient experienced high blood glucose levels on (B)(6) 2026, was treated with manual shots, and the event lasted for greater than four hours. No further information available

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.